Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, extended opening, fold creases, brown particles. A microscopic analysis was performed which identified: partial delamination(10%) of orientation dot assessed as adhesive failure and an extended sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening. Delamination of orientation dot assessed as adhesive failure. Wrinkling condition was observed, nevertheless is not considered a workmanship, since the device was explanted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, and wrinkling.

Event description:
Patient reported right side pain, rupture, and "wrinkled." Device remains implanted.